Event description:
It was reported that the physician is questioning whether the vns is working for the patient since implant. The patient's seizures are not currently controlled by vns and there is question as to whether the vns battery is nearing end of service. The patient's seizures were well controlled with vns in the past. Since the patient's last visit, he had an additional cluster of breakthrough seizures, and as a result, was started on keppra. It was also noted that the magnet was not aborting seizures as it used to. Patient has been referred to surgeon for possible generator replacement.